Event description:
Patient called in 2002 alleging that their one touch basic was prompting "not enough blood" and "not ok" messages. Since pt was unable to test on the meter due to the messages and was hospitalized. Pt has had diabetes for about 6 years and has been using the subject meter since 1998. Pt tests their blood glucose 2 to 3 times a day. Pt has been taking a set amount of oral medications-amaril 2 mg (1/am, 1/pm), and glucophage 1000 mg (2/at bedtime). Pt stated that the meter gives them a reading off and on and has to attempt testing on the meter about 5 times before it will give them a result. At other times, it will only display the "not enough blood" and "not ok" messages. Control solution test passed. In 2001, pt was unable to get a blood glucose result on the meter in the morning. Since pt had to leave the house and had no symptoms at that time, pt took their set amount of oral medications and left. Around 4:30 pm, pt was walking down a street with spouse and family member and suddenly pt passed out and fell. Pt stated that they did not feel any symptoms prior to passing out. Pt "cracked head open" when they fell and does not remember what happened after that. Pt stated that according to their family member, an ambulance was called and the emt tested the pt on their meter with a result of "67 or 68 mg/dl". Pt does not know if they were treated by them. No further information has been reported.